Event description:
It was reported that during a davinci si prostatectomy procedure, while using the needle driver instrument, the customer noted that 'black coating was coming off, nothing fell inside the patient'. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation exhibited damage along the entire shaft. Main tube insulation was found with gouge marks. The marks were short in length and not axially aligned with the tube. Main tube also exhibited a couple of different damaged sections with tube insulation removed. Pieces of tube insulation were missing. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.